Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient outcome was unknown. The cause, treatment, and action taken with pd therapy were not reported. No additional information is available.